Event description:
While troubleshooting for a low ultrafiltration alarm, a technical service representative (tsr) discovered that a home patient (hp) experienced an iipv event. The hp reported a drain volume of 3,345ml. Upon follow up with the patient¿s nurse, it was determined that the prescribed fill volume for the hp was 2000ml. A swap of the device was initiated. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice has been reported to be available for evaluation but has not yet been received. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, the reported problem could not be confirmed. A service history review was conducted with no issues found that would cause or contribute to the reported problem. Should additional relevant information become available, a follow-up report will be submitted.